Manufacturer narrative:
The reported field event of inappropriate therapy was confirmed by reviewing the egms stored in the device image. However, the therapies were found to have been delivered due to device¿s programmed settings. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was revealed that the implantable cardioverter defibrillator incorrectly interpreted supra-ventricular tachycardia as a ventricular tachycardia leading to inappropriate shock. The device was removed and replaced. The patient was stable.